Manufacturer narrative:
(B)(4). The customer reported that the monitor alarms did not sound and a pt death occurred. Based on initial info provided, the customer stated that they did not hear the alarm and it led to the child's death. The monitor was immediately put back into use after discharging the pt. The log files have been sent to philips in (B)(4) for review and analysis. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor alarms did not sound and a pt death occurred.